Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A non-bsc balloon catheter was advanced for dilatation. However, the lesion was not dilated due to the lesion calcification. Subsequently, a 4.00mmx15mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation at nominal pressure, the balloon ruptured. The ruptured balloon was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.